Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a via a manufacturer representative (rep) from a patient implanted with a neurostimulator. It was reported that the patient was suffering from chronic depression and didn't want to charge their implant, resulting in it becoming overdischarged. It was uncertain how long they haven't had therapy for. A clinician programmer was used to reboot the system and get it working again. Follow-up is to be performed to determine if stimulation was stopped du e to it not being charged. The issue was resolved at the time of the report. No further complications are anticipated.